Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and sent a replacement with updated software. The customer was instructed to put the malfunctioning pump into storage mode and return it to tandem within ten days using a prepaid return box. The customer was advised to program their settings and connect their cgm to the replacement pump and acknowledged understanding of these instructions. The pump was still under warranty, and the caller confirmed the shipping address for the replacement pump.